Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemroid banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands were stuck on the end and the physician was having to rotate the handle multiple turns to get it to release. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.